Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted left ventricular (lv) lead dislodged while slitting the guide catheter. The lead was removed and flushed but the guidewire would not pass through the entire lead despite multiple attempts. A new lead was subsequently implanted. No patient complications have been reported as a result of this event.